Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Device evaluation: evaluation of available post-op images , revealed that cage was deformed (dented, stretched plastic, cracks) and anchoring plate had deformed. This is visible in images attached to the complaint file. Complaint could not be functionally tested because the products were not returned. Cracked cage complaint is confirmed. DHR review and related actions per DHR review, the parts were likely conforming when it left zimmer biomet control. No actions required. This event is not related to any product holds. A follow-up report will be submitted if new information is received that changes the information provided in this report.

Event description:
It was reported that during the procedure the second anchoring plate was almost fully inserted when it became jammed and would not advance further. The cage cracked and the plates and cage were removed. An alternate cage and plates of the same size were inserted to complete the case. There were no reported surgical delays or patient impacts. This is report two of two for this event.

Manufacturer narrative:
Corrections in d4: UDI number, d9, and h3. Additional information in h6: component, impact, investigation type, and findings. Device evaluation: upon device return, visual inspection revealed the cage has fractured and has deformation damage. Device use these devices are used for treatment. If additional information is obtained that adds value to the relevant content of this report, a follow-up report will be sent.

Event description:
It was reported that during the procedure the second anchoring plate was almost fully inserted when it became jammed and would not advance further. The cage cracked and the plates and cage were removed. An alternate cage and plates of the same size were inserted to complete the case. There were no reported surgical delays or patient impacts. This is report two of two for this event.

Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent. (B)(4).

Event description:
It was reported that during the procedure the second anchoring plate was almost fully inserted when it became jammed and would not advance further. The cage cracked and the plates and cage were removed. An alternate cage and plates of the same size were inserted to complete the case. There were no reported surgical delays or patient impacts. This is report two of two for this event.